Event description:
On (B)(6)2010, a (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled. The procedure consisted of placement of a zenith flex aaa endovascular graft bifurcated main body and two zenith flex endovascular graft iliac legs, and the final angiography confirmed a proximal type I endoleak. Ballooning was performed 3 times additionally but the leak was not completely gone; however, the physician decided not to perform any other additional procedure because he thought it would be gone after heparin was neutralized. The pt's condition after the procedure is unk.

Manufacturer narrative:
No info was provided regarding pt outcome/condition. Endoleak is addressed in the provided IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines; the importance of an accurate deployment. Etiology of the endoleak unk with the info provided and lack of imaging. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. Intervention not performed for this particular event at the discretion of the physician. The severity of the endoleak is unk. Without all of the details and circumstances surrounding the event, it is difficult to determine if additional monitoring is the appropriate course of action or the possibility that the endoleak will resolve after heparin neutralization. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.